Event description:
It was reported that during a laparoscopic esophagectomy procedure, the surgeon was using the device and passive jaw fell off in patient. Jaw was retrieved. Case completed with harmonic. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. Inspection of the jaw area showed damaged to the retention pins that hold the jaws in position. The retention pins were sheared off. The device was connected to the generator and it was recognized. Because the jaw was detached, not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.